Event description:
It was reported that thirty (30) minicaps cracked which resulted in iodine leakage. This was further described as ¿crack after closing the catheter¿ and ¿after a while closed begins to leak iodine¿. This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d4: unique identifier (UDI) # and e1: initial reporter facility name. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.